Event description:
Medtronic received information regarding a automated trajectory guidance unit being used during a procedure. It was reported that the network cable was found to have exposed cabling and was unable to maintain connection with this system. After the site switched network cables, the system chowed a dotted circle. They re-verified the tracker and rehomed the system, the dotted circle changed to the in plan icon. The site stated that towards the end of the case, the automated trajectory guidance unit gave an "emergency operation mode" warning. They rebooted the system, the warning went away, and they continued the case normally. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6) h6: no products have been returned for analysis. Codes b17, c20, and d15 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29639, lot/serial #: 200330 h3) a manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. Codes: b01, c19, d15 the cable was returned to the manufacturer for evaluation. After functional testing and physical/visual examination, the reported issue was confirmed. The cable jacket had been cut at the strain relief of the cable exposing internal wires, but no bare conductors. The cable passed a continuity tests with no opens or shorts detected. Codes: b01, c02, d02 the system stealth autoguide was not returned for analysis. Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.